Event description:
A dual filter sentinel device was prepared for use as an accessory cerebral protection filter device during a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2018. After removing the sentinel device from the box, a small white object was noticed to be stuck in the distal filter. The device was not used and was sent back to claret medical for evaluation. No patient injury occurred and a second sentinel device was used successfully during the case. This manufacturing defect (presence of foreign material on distal filter) was first reported to claret medical on 07/31/2018 and the device was received for engineering evaluation on 08/14/2018. Engineering evaluation confirmed the presence of a white foreign object within the distal filter. The small object was removed from the distal filter and evaluated under the microscope. The composition of the contaminant could not be determined during engineering evaluation so the sample was sent for ftir testing which revealed the object was made of polyvinyl chloride (pvc). Based on the placement of the contamination within the distal filter, it is likely the contamination was introduced to the device during final packaging; however, a definitive cause or source of the foreign material cannot be confirmed.